Event description:
A customer contacted baxter's technical service center and reported receiving system error 2240 (air in line) on the homechoice (hc) machine during the drain cycle. The nurse stated that the home patient (hp) had disconnected herself and right when she reconnected, the hc started alarming. The technical service representative (tsr) explained that the hp will need to start over with new supplies. Product surveillance contacted the nurse on (B)(6) 2010. According to the nurse she was not aware of this event, however, the patient has resumed therapy and has not reported any issues. There was no patient injury or medical intervention associated with this event.

Manufacturer narrative:
(B)(4). This report for a system error 2240 (air in set) was not confirmed due to a lack of sample; however, per the complaint information the cause of the alarm is due to air being sucked into the disposable after the patient disconnected the patient line from the transfer set. The batch review was not performed because the lot number is unknown. Labeling review finds the labeling adequate for the use error identified in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. The root cause investigation is in progress through (B)(4).

Manufacturer narrative:
(B)(4). The sample is not available for evaluation, therefore, baxter cannot determine root cause. Since the lot number is not available a batch review will not be performed.